Event description:
Reporter indicated that the site's programming system would not communicate with pt's devices. Troubleshooting did not resolve the issue. All attempts to have the device in question returned for analysis have been unsuccessful to date.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.